Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 510 mg/dl; cause was not known. The customer required assistance by the school nurse to help with injecting an insulin shot to address bg. Customer declined troubleshooting with tandem technical support, and additional information could not be obtained.